Manufacturer narrative:
Investigation completed 9/25/2017. Device history record reviewed for product ID a3059/ work order (B)(4)/ lot/ serial # (B)(4)a total of (B)(4) were manufactured on 03/26/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year look back from 08/10/2015 to 08/10/2017 for this reported failure using key words "knob" , "hard" , "turn" , "difficult" for product ID a3059 shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. The device in question was not released for review; should the product be returned a failure analysis and/or root cause will review will be performed at that time.

Event description:
Surgeon was having a hard time turning knob while on patient's head. There was no patient injury. Surgery delay was 30 to 45 minutes. Additional information received from the customer on 24aug2017: date of the incident was reported as 6-8 months ago; customer could not remember the exact date. The incident was described as when putting the mayfield on patient's head for a craniotomy (patient was already intubated) and the surgeon was ready to position, he was having a hard time moving and putting it into position. No surgery delay was reported; however, customer stated it took a while for the device to work. There was a replacement product available to be used.